Event description:
The reporter noted the product was leaking and the dispenser box was wet when they received it. Product was not used on a pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.